Manufacturer narrative:
The device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned wrapped in gauze. Viscoelastic is observed on the lens. The lens has been cut into two pieces typical of removal. The lens was cleaned with lphse. A scratch is observed across the anterior optic surface. It cannot be determine if this occurred during advancement or removal. A qualified viscoelastic was indicated. The root cause for the reported event could not be determined. No damage was observed to the returned device. Top coat dye stain testing was conducted with acceptable results. Lens damage was observed that may indicate a plunger override observed; however the lens damage could have occurred during the removal process. Corrected information was provided in concomitant medical products. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens implant procedure, the plunger suddenly "gave way" causing a complication. Another lens was implanted instead and the patient is noted as being recovered. In follow up, it was clarified that the complication was a posterior capsular tear.